Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged insulin on board malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump prompted the customer to reload a cartridge multiple times during delivery. Review of the pump data logs by tandem customer technical support (cts) showed the pump battery depleted from 55% to 0% within 4 hours. Subsequently, the pump shut off due to insufficient power and the pump no longer recognized the cartridge. In addition, the customer stated the insulin on board (iob) remained active for longer than usual. During troubleshooting, cts assisted the customer in verifying the insulin duration setting was correct. The customer declined further troubleshooting for the iob issue and stated a healthcare provider would be contacted regarding the settings. The customer's blood glucose (bg) was 286-337 (mg/dl) and a bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.